Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there was evidence of moisture behind the display lens. The pump powered on with the returned battery cap to a blank display. There was continuous audible tone and continuous vibration alert. The battery cap was able to fully tighten. The battery cap height and width measurements were within specifications. The battery compartment was observed to be cracked in the thread area and below the grip pad. There was evidence of moisture contamination found inside the battery compartment. A leak test revealed a leak at the battery compartment crack. The pump case was removed and there was evidence of moisture contamination found throughout the inside of the pump. The download and some of the investigation steps were unable to be completed due to internal moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture behind the display. The battery cap was reportedly was replaced over 13 months ago. There was no indication of damage to the battery cap or that the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.